Event description:
It was reported that the patient's artificial urinary sphincter had fluid loss. The system was replaced and the patient's status was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.